Event description:
Dr did a fusion l4-s1 using plates and screws made by co of 2 of 6 screws broke within two months of surgery; without informed consent and disclosure of the status with FDA. Bone screw catalog #2026-3240 and bone plates catalog #2025-01.5 were put in the pedicle l4-l5.